Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using a gore&#59412;tag&#59412;thoracic endoprosthesis (tgt3415/7703321) for a thoracic aortic aneurysm repair. The final angiography showed a type ii endoleak. The physician decided to take a wait-and-see approach. The patient tolerated the procedure. On (B)(6) 2010, the type ii endoleak was resolved. On (B)(6) 2010, the patient was discharged from the hospital. The aneurysm diameter was 65 mm. On (B)(6) 2011, in six-month follow-up study, the aneurysm diameter was 64 mm. On (B)(6) 2011, device-related infection was found. The infection's range and root cause were unknown. On (B)(6) 2011, the patient passed away due to the infection. No further information was obtained.